Event description:
Argon PICC broke into several pieces during the PICC insertion process.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.